Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient the ins did not seem to be working because they have not had any symptom relief. While on the call, the patient synced with the programmer and it showed that stimulation/therapy was off. When asked if the patient had turned the stimulation off, the patient replied they did not know. Button usage was reviewed with the patient on the side of the controller and the caller stated they did not know what those buttons meant. The patient then turned the therapy on and they felt stimulation in the bike seat area. It was noted the patient was on p2 at 0.5v. The patient stated they saw the informational patient programmer low battery screen but they were able to bypass the screen. It was reviewed with the patient they would need to change their programmer batteries soon. There were no further complications reported/anticipated.